Event description:
It was reported that the device was used during a colostomy reversal. The device was fired and at removal the anvil was not attached. The anvil was left in the patient. A scope was used to retrieve the anvil rectally. The anastomosis was check and there were no leaks. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/24/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.